Event description:
As reported by the user facility: the customer stated that they set the unit for a four hour cycle, however when they returned to check on the pt the cycle had completed in one and half hour. MFR ref # 9610825-2013-00139.